Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that an angiography performed at the end of the procedure revealed a suspected type iii endoleak. The physician decided to add an additional limb 16x24x82 to reline; however, the leak still remained. The physician took another angiograph from a different lateral position which revealed a type IV blushing endoleak at the level of the bifurcation. No additional clinical sequelae were reported and the patient is doing fine. The review of returned video of an angio procedure confirmed that the ipsi limb and extension were implanted in the right iliac, and a contra limb + extension were placed within the left iliac. Contrast injection showed a likely type IV endoleak coming from near the bifurcate flow divider.

Manufacturer narrative:
(B)(4).